Event description:
In 2008, the patient reported that for the past 5 minutes her insulin infusion device keeps shutting off and then back on. She stated, the device was dropped when it started happening. She said the device has no physical damage. She tried removing and reinserting the battery but the issue has continued. She will switch to her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.